Event description:
Additional information received from customer- the lens was found in the sterile sterilisation container with the ring unsoldered.

Manufacturer narrative:
This supplement is being sent to provide the additional information received from the customer. Updated fields: b5, h2, h6, h11. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: eyepiece funnel was broken and detached. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: eyepiece funnel was broken and detached. The most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a detached cap. There were no reports of patient harm.